Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Additional observations related to the customer reported complaint were also identified: the large hem-o-lok clip applier instrument had broken grip cable at the proximal end. The large hem-o-lok clip applier instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument cable broke while attempting to apply the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument cable breakage prevented the clip form being applied. The clip did not fell into the patient. The issue was resolved by using a back up instrument.